Event description:
A patient underwent a hiatal hernia repair (hhr) followed by a tif procedure. The tif procedure was successfully completed, and no issues were noted during the tif procedure. The patient was admitted to a second medical facility (admission date unknown) with complaints of substernal pain and back pain. After a CT scan of the patient's chest and abdomen, the patient was diagnosed with a mediastinal abscess . On (B)(6) 2023, the mediastinal abscess was drained laparoscopically by the tif physician, and a drain was placed. As of (B)(6) 2023, the patient is expected to make a full recovery.

Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned thus contributing to or causing the reported mediastinal abscess and the device has not been returned to endogastric solutions (egs) for evaluation. It is unknown if the esophyx device was discarded at the medical facility by the hospital staff. Egs has made multiple written attempts to obtain additional information from the physician, and limited information has been provided to egs to date. This adverse event is being reported as it is unknown if the physician is alleging the tif procedure contributed to or caused the reported mediastinal abscess. A follow up report may be submitted if additional information is obtained. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the hiatal hernia repair, tif procedure, or a combination of events, contributed to or caused the reported mediastinal abscess.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 1690, and 1776. Updating health effect impact code (f) to only include: 4625, 4641, 4607, 4621, 4614, and 4639. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4111, 3331, and 4115.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b2 -[x] life-threatening. D6a - implant date added. Updated e code to include - 2001, 1735. Updated f code to include - 4617. Updated g code to include - 788. Updated c code to include - 3221. Updated d code to include - 67. H8 - initial use.